Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they don't have any power/stimulation anymore and were in pain. Patient mentioned they noticed today the after they were done recharging their implant they were in pain and with no stimulation. Patient commented they shouldn't have gotten the implant and nothing but trouble. Agent walked patient through adjusting their therapy; patient was able to adjust therapy in group b with neuro sense. Patient mentioned they feel the stimulation helping their legs really great but the stimulation was not helping their lower back. Patient mentioned they could not stand and do the dishes without their back feeling like it was going to collapse. Patient noted they had group c for when the have a bad day. Agent informed patient if they were not getting the relief needed and were in pain to follow up with their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment with their hcp on july 2nd.